Event description:
Foley catheter to be changed out for a temperature sensing foley. Deflated foley balloon; got 10cc water but balloon did not fully deflate. This was seen after it was removed from pt.